Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 18 in the mouth, the implant did not integrate in type I/ii bone. Clinician noted insufficient blood supply in the dense bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent, jjgc.

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 18 in the mouth, the implant did not integrate in type I/ii bone. Clinician noted insufficient blood supply in the dense bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. Rp.017217.

Manufacturer narrative:
Exemption number: e2015015. (B)(4). Follow-up being sent in order to correct the name of the implant given.

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 18 in the mouth, the implant did not integrate in type I/ii bone. Clinician noted insufficient blood supply in the dense bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).